Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID m995402a001 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID m995402a001 (serial: (B)(6)); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they were seeing the recharging not available, install medtronic battery pack message on their controller. Patient stated that they have tried to reset the controller a dozen times and they are still seeing the same message and that doing resets of the controller did not resolve the issue. Patient reported that they spoke to their manufacturer representative (rep) and the rep told them that the issues with the controller were normal. Agent walked patient through a controller reset and patient reported that the controller did not power back on. Agent had the patient plug the controller into the ac power supply cord; patient stated that the controller powered back on but that there was no controller light. Agent reviewed the error message with the patient. When asked for an event date; patient reported that last week for 3 days in a row the controller was at 50% and this week for 3 days in a row the controller has been at 100%. The issue was not resolved. A replacement battery pack was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they have had their implant for a year and a half and have had a couple "bad ones" that needed to be replaced. Caller stated they received a new unit last monday, but when they tried to install the new battery pack into their controller it would not fit. Patient stated they ended up putting the new and old battery pack into the return box and sent it back to repair with a note asking for another battery pack. Patient stated it has now been a week and they still don't have a battery pack, so they asked when the order will be arriving. Agent reviewed information with patient. Agent advised patient to call back if they have difficulty installing the battery pack. A replacement battery pack was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they received replacement controller from this case but is having "no luck with it". Pt asked if controller has to be fully charged before they can "do anything". Pt saw connect the recharger screen. Agent had pt insert recharger but then saw battery low recharge the controller screen. Agent reviewed to fully charge controller and then will have to pair implant with controller. Agent reviewed pt can call back if assistance is needed. Patient called back requesting assistance with pairing the controller. Agent walked caller through steps to pair. Caller confirmed seeing battery empty. Agent instructed caller to charge implant. Additional information was received from a patient (pt). It was reported that they were still having trouble setting up the controller. Patient described seeing the lock screen with their name, but then when they tried to unlock, they saw no device found. Agent reviewed implant may just be to empty to connect and had patient attempt to start a recharge session, however patient got stuck on checking the recharger. Agent had patient reset controller, clean connections and check for damage (no damage to recharger, patient could only see one set in controller port but said they looked fine). Patient then tried to start recharging again and again got stuck on checking the recharger. A replacement recharger (rtm) was sent out. Additional information was received from a patient (pt). It was reported that they received the replacement recharger but they are getting stuck on checking the recharger (89) and it will not advance past that. Caller was struggling to follow instruction from agent . Caller stated they think they would be better off meeting with the rep in person.

Event description:
Additional information was received from a patient (pt). It was reported that they are having trouble with the equipment and getting no device found (16). Agent attempted to walk call through ac / controller reset and caller was struggling to get the battery back into the controller and seated properly. After several minutes of struggling agent asked if anyone else was there to help and caller stated no they live alone. Agent redirected to healthcare provider (hcp) to discuss option to meet with rep to check equipment/get help.

Manufacturer narrative:
H3: product ID m995402a001; serial# (B)(6) was returned for product analysis. Analysis found the complaint was unverified, the battery charged when placed in a known good controller and was read by a battery pack reader and met specification requirements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.